Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres for 15 seconds. However, during the second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.